Event description:
It was reported that right ventricular lead had increased thresholds days after implant. A chest x-ray did not show any change, although the threshold increase suggests a possible micro-perforation. The lead is to be revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).